Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the battery compartment and cap were undamaged and able to fit securely to the pump. The pump powered up to a hard ¿cs069¿ alarm upon start up; the original complaint was duplicated. The pump cover was removed and no damage was found internally. Further testing was completed and a failure with the erasable programmable read only memory was confirmed.